Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. On (B)(6) 2020, the patient stated that the continuous glucose monitor (cgm) had a sensor error. He took a nap and when he was asleep, his family could not arouse him and called 911. The patient woke up to find emergency medical services (ems) staff trying to revive him because his blood glucose (bg) was too low. No treatment details were provided. The patient reported that the device had not alerted him during his sleep due to the sensor error. He reported that the cgm was displaying a reading of 61 mg/dl and it did not alert; however, it vibrated a little. It was not specified at what time the cgm was displaying a reading. The patient also reported that his bg was in the 40s mg/dl and the cgm was set to alert for a bg of 70 mg/dl. He did not clarify when the bg was checked. At the time of the report later the same day he was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.